Event description:
It was reported that the patient presented for follow up with recorded episodes of post- paced t-wave over-sensing exhibited by the implantable cardioverter defibrillator. Subsequent programming interventions were made. The patient was stable.